Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no blood spurt was observed from the blood return indicator of a 5f exoseal vascular closure device (vcd). There was no reported patient injury. Before using the closure device, the non-cordis sheath was flushed with heparinized saline. No resistance or friction was experienced when advancing the exoseal vascular closure device (vcd) through the sheath, and no difficulty was encountered connecting the 5f non-cordis sheath to the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was no pulsatile flow observed from the bleed-back indicator, nor any visible damage to it. The procedure was completed using manual compression. The interventional procedure employed a retrograde approach. The user was trained on the device, which was stored and prepared in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the non-cordis sheath. The vessel diameter was estimated to be greater than 5 mm. No visible calcium, plaque, or stent was observed near the puncture site, and there was no vessel stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was no blood spurt was observed from the blood return indicator of a 5f exoseal vascular closure device (vcd). There was no reported patient injury. Before using the closure device, the non-cordis sheath was flushed with heparinized saline. No resistance or friction was experienced when advancing the exoseal vascular closure device (vcd) through the sheath, and no difficulty was encountered connecting the 5f non-cordis sheath to the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was no pulsatile flow observed from the bleed-back indicator, nor any visible damage to it. The procedure was completed using manual compression. The interventional procedure employed a retrograde approach. The user was trained on the device, which was stored and prepared in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the non-cordis sheath. The vessel diameter was estimated to be greater than 5 mm. No visible calcium, plaque, or stent was observed near the puncture site, and there was no vessel stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. Since the guard was received in the unlocked position, an attempt to lock the cowling guard was successfully performed. However, the indicator wire could not be fully deployed. The handle was subsequently opened to verify the presence of the indicator wire within the device. Inspection confirmed that the indicator wire was present and that the component was properly assembled. When an attempt was made to advance the indicator wire to perform a deployment simulation, the wire could not be advanced. As a result, the deployment simulation of the indicator wire could not be completed. The inability to advance the indicator wire was most likely due to a swollen plug that physically obstructed the indicator wire port, preventing functional deployment. The most probable cause of the failure was an internal blockage within the lumen of the indicator wire port, attributed to the swollen plug. This obstruction was confirmed during the inspection. To enable further evaluation, the shaft of the device was cut, and the plug was manually removed. Upon removal, residual plug material was observed adhered to the lumen walls of the indicator wire port. The indicator wire is designed to exit its lumen along a defined trajectory aligned with the delivery shaft. However, the swollen plug formed an internal barrier that generated resistance against the expected advancement of the wire. This resistance produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the designated lumen pathway, the indicator wire was deflected in the opposite direction, preventing successful deployment. In summary, the swollen plug caused a partial obstruction of the indicator wire port, which altered the wire¿s trajectory within the delivery shaft and directly resulted in the failure of the functional deployment simulation. Additionally, an attempt to perform a bleed-back signal simulation using the bench-top test model was made; however, the evaluation could not be completed due to the presence of dried blood that saturated the device and prevented execution of the test. A high-magnification evaluation microscopic was conducted to assess the bleed-back port and the pi collar. This examination revealed the presence of dried blood. In addition, a high-magnification inspection was performed at the distal end of the delivery shaft, where the plug and indicator wire port are located. The evaluation determined that the lumen of the indicator wire port was obstructed by a swollen plug. The obstruction was clearly visible prior to manual removal. Following removal of the plug, residual plug material was observed adhered to the lumen walls of the indicator wire port. A verification of sheath compatibility per the instructions for use could not be performed, as no catheter sheath introducer (csi) was returned with the device. The reported event of ¿bleed-back indicator-bleed back issue-absent¿ was not observed through analysis of the returned device as there was evidence of blood flow from the bleed back mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported absence of the bleed-back flow since there was evidence of blood flow in the returned device. However, the returned device was found to have a dried, swollen plug which was obstructing the indicator wire exit port preventing further deployment testing. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug may have contributed to the plug deployment issue experienced by the customer (although not reported). As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. Neither the product analysis, nor the information available for review suggest that the reported issues are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.